Event description:
It was reported to philips that the system was hanging, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was hanging which could affect imaging. To resolve this issue, fse reloaded the software to the host pc . After that, the system was returned to use in good working order the codes were updated based on the investigation outcome. Device problem code was corrected.